Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery popliteal. A 4.0mm x 15mm, wolverine peripheral cutting balloon was advance for treatment. During the procedure, immediately upon inflation, it was noted that the balloon ruptured at below nominal pressure. The device was removed without any problem using normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.